Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. The customer's blood glucose level read "high", a specific value was not provided. With high level of ketones, which were not identified as dangerous. Elevated blood glucose was addressed with a correction bolus via pump and used another tandem device. The customer changed supplies and resumed insulin therapy.